Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) additional x-ray taken. Device history records review was completed for part # 323.062, lot # 9916756. Manufacturing location: (B)(4), manufacturing date: apr 25, 2016. No anomalies were detected during device history record review. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent surgery for a right metatarsal foot bone fracture, using a variable angle locking compression tarsometatarsal fusion plate and eight (8) 2.7mm variable angle locking screws construct. During the surgery, the tip potion of the drill bit broke off inside the patients first cuneiform foot bone. The fragment was left in the patient's bone. Additional images were taken to locate the fragment. Surgery was completed successfully, with no additional time added due to this event. Patient is reported in stable condition. Concomitant devises reported: 2.4/2.7mm va-lcp tmt fusion plate (part # 02.211.066, lot # unknown, quantity 1), 2.7mm variable angle locking screws (part # unknown, lot # unknown, quantity 8). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).